Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided cyst percutaneous drainage catheter placement procedure using navarre opti drainage catheter. On (B)(6) 2025, sometime post procedure, one port broke and one port cracked resulting in fluid leakage. The catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows an implanted drainage catheter connected to an external tubing through a three-way stop cock. A small portion catheter hub is noted to be broken and the broken piece is noted to remain attached to the external tubing. Therefore, the investigation is confirmed for reported catheter connector fracture, leak and identified material separation issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided cyst percutaneous drainage catheter placement procedure using navarre opti drainage catheter. On (B)(6) 2025, sometime post a procedure, one port broke and one port cracked resulting in fluid leakage. The catheter was removed and replaced. There was no reported patient injury.